Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
Received information regarding multiple cartridge alarms (cartridge alarm 19) with multiple cartridges during bolus delivery and the load process. It was reported that the customer's blood glucose (bg) level was over 400 mg/dl. The customer was able to bring down bg level with a correction bolus with the pump.